Manufacturer narrative:
The ventilator was reported generating high airway pressure during ventilation. Our field service engineer investigated the ventilator on site and found issues in the expiratory pressure transducer. The pressure transducer pcb was replaced and returned for investigation. The failure was confirmed in received device logs, and event was dated to (B)(6) 2020. The returned pcbs was mounted in a reference ventilator for simulated use testing and the reported failure was reproduced. It was found that the pressure sensor on the pcb measured a false high zero-pressure value in the sensor. A defect pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. Our conclusion is that the reported problem was caused by a defective pressure sensor on the pressure transducer pc board.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator generated alarms for high airway pressure and desired o2 concentration could not be achieved. There was no patient harm. Manufacturer's ref #: (B)(4).